Event description:
The pacemaker would not interrogate, a message was displayed that kept repeating every time ok was pressed. A magnet was applied and no magnet response was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) on the homechoice (hc) during use. Home patient (hp) stated she had a system error last night and turned off the machine. Technical service representative (tsr) explained the alarm. Hp did not recall what cycle of the therapy was in when hc alarmed. Tsr instructed hp to call at the time of the alarm for troubleshooting assistance. Product surveillance followed up (B)(6) 2010 with hp who reported reason for se 2240 was still unknown. Hp resumed therapy the next day using the cycler with no problems and continues to use the cycler with no other occurrence of a se 2240 alarm. Hp reported she used the rest of the cassettes in box and had no issues. Hp was not using a patient extension line. Baxter inquired if the hp is still using the same transfer set and hp advised yes and has not had any problem. No injury or medical intervention was associated with this event.